Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by using wired footswitch. A remote service engineer (rse) examined the system remotely and confirmed the fault is in the pedal. On 13aug2024 to resolve the problem on onsite service fse replaced the replacing the wireless footswitch, wfs base station and pictogram sheet footswitch. After replaced the wireless footswitch, wfs base station and pictogram sheet footswitch, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.